Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate brady pacing. Boston scientific technical services (ts) was consulted and recommended in-clinic troubleshooting. Information from the field indicates the physician is aware of these troubleshooting recommendations, but no action has been taken at this time. No adverse patient effects were reported. The device remains implanted and in service.